Manufacturer narrative:
The device was returned for analysis. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Reportedly, post procedure, one suture separated during the knot advancement. A third prostyle was used; but the device was unable to be removed from the anatomy after step 4. Despite several attempts to deploy and retract the foot, it remained stuck. A surgical cutdown was performed to remove the device. Surgical suturing was used to achieve hemostasis. After removal, it was noted that the foot did not retract properly. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.